Manufacturer narrative:
This report is filed august 9, 2016. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed skin irritation at the implant site and was subsequently prescribed an ointment (date and type not reported) by their healthcare provider. The symptoms have reportedly resolved and the patient has resumed use of their device.